Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and white particles in the surface of the shell. A microscopic analysis was performed which identify an opening sharp in the stable base-shell bond edge and opening striated in the radius. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. A striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported unknown side "leaking expander." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking expander."

Event description:
Healthcare professional reported unknown side "leaking expander." Device has been explanted.